Event description:
It was reported the cot caught on an uneven surface and tipped over. The model number and serial number of the device was not reported. There was patient involvement but no injuries or adverse consequences were reported.

Manufacturer narrative:
After investigation it was determined the event happened as a result of user error. H codes updated to reflect investigation results.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported the cot caught on an uneven surface and tipped over. The model number and serial number of the device was not reported. There was patient involvement but no injuries or adverse consequences were reported.